Event description:
Pt had a 20+ year severe chemical exposure. Resulted in toxic synovitis, toxic arthritis. Had total knee replacement several vears ago. This failed. It was replaced 1/31/91 with a kingematic ii total knee. On 4-23-92 this patient returned to surgery for replacement of kingematic ii total knee. The tibial part was broken. The tibial parts only were replaced. The femoral part from surgery on 1/31/91 were left in patient.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.